Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced a dizzy spell after attending physical therapy this morning. Upon returning home, the p atient discovered that their stimulator was turned on. The patient was unsure how it turned on, as they did not have the device to control the stimulation. The patient has two implants that do not communicate with each other and experiences difficulty walking, sta ggering like a drunk when the stimulator is on. As a result, they typically turn the stimulator off after eating. After eating this morning, the patient turned the stimulator off before going to physical therapy. The patient was redirected to their healthcare provider for further evaluation and management.